Manufacturer narrative:
B5: describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 35 mm watchman flx pro closure device was selected to be used. Before the procedure a small stable pericardial effusion was noted. The physician proceeded with the procedure, one deployment of the closure device and one recapture were performed. The procedure was completed with a stable closure device meeting position, anchor, seal and size (pass) criteria. Post procedure the same size effusion was noted; however, the patient's blood pressure decreased. The physician performed a pericardiocentesis, and 500 ml of red fluid were removed. The patient was discharged on (B)(6) 2025 and is fully recovered. It was further reported that the patient was returned the accumulation taken from pericardium at the time of the procedure.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 35mm watchman flx pro closure device was selected to be used. Before the procedure a small stable pericardial effusion was noted. The physician proceeded with the procedure, one deployment of the closure device and one recapture were performed. The procedure was completed with a stable closure device meeting position, anchor, seal and size (pass) criteria. Post procedure the same size effusion was noted; however, the patient's blood pressure decreased. The physician performed a pericardiocentesis, and 500ml of red fluid were removed. The patient was discharged on (B)(6) 2025 and is fully recovered.